Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple pockets not detected on bus. The field service engineer (fse) reseated the rowboard cables and tested the drawer's operation. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a half-height drawer had pockets that were not being detected on the bus. Attempts were made to recover and fail the pocket to eject, but the system would not allow it. The device was power cycled twice; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.